Event description:
It was reported that the sheaths were difficult to advance through the skin resulting in pain and perinephric urinoma was treated medically. Two 9 fr x 11 cm super sheath introducer sheaths of the same lot were used during this antegrade ureteric stenting of the right kidney. It was reported that the sheaths were difficult to advance through the skin to the right kidney causing a lot of pain to the right side of the back access point. The radiologist dilated up to a 10 fr dilator (using dilators - 6,7,8,9,10) to aid dilation of the track for the 9 fr sheath placement with difficulty. The stent was successfully placed. As a result of the pain, the patient was treated immediately post-procedure with paracetamol, ibuprofen and IV fentanyl. The patient had progressive worsening pain, and a CT scan revealed an extravasation of contrast in keeping with a perinephric urinoma which may have been contributed to by the sheath or the associated dilatation required to insert it. The patient was referred to urology for inpatient admission for ongoing observation and pain management, IV fluids. The patient had some urinary retention related to their bladder outflow obstruction that resulted in worsening renal function. During monitoring of observations, the patient's vitals remained stable, and the patient was discharged with a follow-up appointment.

Event description:
It was reported that the sheaths were difficult to advance through the skin resulting in pain and perinephric urinoma was treated medically. Two 9 fr x 11 cm super sheath introducer sheaths of the same lot were used during this antegrade ureteric stenting of the right kidney. It was reported that the sheaths were difficult to advance through the skin to the right kidney causing a lot of pain to the right side of the back access point. The radiologist dilated up to a 10 fr dilator (using dilators - 6,7,8,9,10) to aid dilation of the track for the 9 fr sheath placement with difficulty. The stent was successfully placed. As a result of the pain, the patient was treated immediately post-procedure with paracetamol, ibuprofen and IV fentanyl. The patient had progressive worsening pain, and a CT scan revealed an extravasation of contrast in keeping with a perinephric urinoma which may have been contributed to by the sheath or the associated dilatation required to insert it. The patient was referred to urology for inpatient admission for ongoing observation and pain management, IV fluids. The patient had some urinary retention related to their bladder outflow obstruction that resulted in worsening renal function. During monitoring of observations, the patient's vitals remained stable, and the patient was discharged with a follow-up appointment.